Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the (B)(6) alleged that they received potential false positive results for 3 patients¿ samples when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6), 2021 run #668 generated a sars-cov-2 positive result for a patient¿s sample when analyzed with the cobas® liat® system (s/n (B)(4)) and run #292 generated a sars-cov-2 positive result for a patient¿s sample when analyzed with the cobas® liat® system (s/n (B)(4)). On (B)(6), 2021 run #2342 generated a sars-cov-2 positive result for a patient¿s sample when analyzed with the cobas® liat® system (s/n (B)(4)). The three patients¿ same samples were repeated tested on a different platform the cepheid genexpert rapid pcr assay. Patient sample was collected using nose and throat swab in cobas pcr media. The customer confirmed there was no allegation of harm to the patients. The positive results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Three (3) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
The allegation was not observed. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The samples were indicative of samples with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. (B)(4).